Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used partial sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings. The needle complaint could not be confirmed as the sensor was returned without the needle.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was 124 mg/d at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.